Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had an increase in impedance and threshold. The patient is scheduled to undergo a lead revision. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had an increase in impedance and threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high impedance. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.